Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that the pcu and pump devices turned off while transporting a patient from the ICU to the or. Infusing on the pumps were vasoactive medication. The pumps stopped infusing after 4 minutes of unplugging the device from the electrical outlet. The pcu battery was replaced in (B)(6) of 2018 and it was fully charged according to the device logs. There was unspecified moderate patient harm.

Manufacturer narrative:
File correction-changed to serious injury.

Event description:
It was reported that the pcu and pump devices turned off while transporting a patient from the ICU to the or. Infusing on the pumps were unspecified vasoactive medication. The pumps stopped infusing after 4 minutes of unplugging the device from the electrical outlet. The pcu battery was replaced in july of 2018 and it was fully charged according to the device logs. There was unspecified "moderate" patient harm. Although requested, there were no additional details or information provided by the customer.